Event description:
It was reported that during an unknown procedure, the active shears burnt through. The case was completed with the same like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.